Event description:
A patient underwent vns generator replacement due to pain at the generator site. Additional information was received from the patient's physician indicating the replacement was due to concerns the patient's leads routing through their old pocket were contributing to the patient's pain and shoulder aches. The physician indicated the suspected cause of the patient's pain was the placement of their vns. The patient's explanted generator was returned and received into product analysis. Product analysis is pending. No other relevant information has been received to date.